Manufacturer narrative:
According to the customer, on (B)(6) 2024, "I fell using my walker and broke my back. I did not have surgery; however, I went to the ER, and then needed to be on bedrest in skilled care nursing facility for 4 weeks." Per the customer phone call, "I am doing fine now. I just would like new handles for my walker." The customer reports she has bad tremors which caused the problem since she cannot grip the handles well, and states "this is not any fault of the walker; it's my tremors fault. If you can't hold onto both grips it will result in a fall." Customer wanted to change handle grips to be able to use the walker safety. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024, "I fell using my walker and broke my back. I did not have surgery; however I went to the ER, and then needed to be on bedrest in skilled care nursing facility for 4 weeks." Per the customer phone call, "I am doing fine now. I just would like new handles for my walker." The customer reports she has bad tremors which caused the problem since she cannot grip the handles well, and states "this is not any fault of the walker; it's my tremors fault. If you can't hold onto both grips it will result in a fall." Customer wanted to change handle grips to be able to use the walker safety.

Manufacturer narrative:
According to the customer, on (B)(6) 2024, "I fell using my walker because the handles are hard to grip due to my tremors, and I broke my back. I did not have surgery; however, I went to the ER, and then needed to be on bedrest in skilled care nursing facility for 4 weeks." Per the customer phone call, "I am doing fine now. I just want to see if I can change the handles to ones I can hold on to better." It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024, "I fell using my walker because the handles are hard to grip due to my tremors, and I broke my back. I did not have surgery; however, I went to the ER, and then needed to be on bedrest in skilled care nursing facility for 4 weeks." Per the customer phone call, "I am doing fine now. I just want to see if I can change the handles to ones I can hold on to better."